Event description:
It was reported that wire entrapment occurred. A rotawire and rotablator were selected for use for treatment in the left anterior descending artery. It was reported during an unknown time during the procedure the two devices became "twined" with each other. The procedure was completed with another device of the same model. No patient complications were reported. It was further reported that the burr became stuck with the rotawire and the devices were removed directly from the patient's body.

Event description:
It was reported that wire entrapment occurred. A rotawire and rotablator were selected for use for treatment in the left anterior descending artery. It was reported during an unknown time during the procedure the two devices became "twined" with each other. The procedure was completed with another device of the same model. No patient complications were reported.